Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229480133); product type: ; implant date n/a; explant date n/a product ID ped-500-20 (d061214); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open and resistance was encountered in the distal section of the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured, contralateral aneurysm of the anterior choroidal artery with a max diameter of 5mm and a 3mm neck diameter. The landing zone was 5.2mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the right femoral artery with a 7mm diameter. Dapt (dual antiplatelet treatment) was administered and the pru level met the criteria for the procedure. The angiographic result post procedure showed c7 segment aneurysm. It was reported that during the procedure, vascular tortuosity was encountered, with a type iii cavernous segment and two hairpin bends. The stent was positioned under large tension. Before deployment, the stent showed a small ¿wing¿ outside the patient's body. A 5.0-20 stent was deployed, but the tip (distal) end could not be opened against the vessel wall and could not be anchored. When tension was reduced to deploy, the stent slipped downward. After multiple attempts, it was decided to replace the stent with a 5.0-18 stent. The tip end was opened successfully, but after that, the middle-segment could not be opened. Despite various maneuvers such as pushing, pulling, and flicking, the middle-segment still could not be opened. After removing it out of the patient's body, it was found that the middle portion of the stent could not be opened even outside the patient's body. The pipelines were not positioned in a bend. Less than 50% of the pipelines were deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed with the microcatheter. The catheter and pushwire were not damaged. A third stent was then used instead, and the phenom 27 microcatheter was also replaced with a new one. Using a 4.75-18 stent, the procedure was successfully completed. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f guiding catheter, marksman 150 and phenom 27 microcatheters.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex braid was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch, within an opened pipeline flex inner pouch and within a syringe. The marksman and/or phenom-27 micro catheter used during the event was not returned for analysis. An xt-27 micro catheter was also returned. Visual inspection/damage location details: both braid ends were found fully opened, but damaged and frayed. The middle braid was found fully opened and undamaged. The pusher was not returned. No damage was found with the xt-27 hub. The xt-27 micro catheter body was found flattened at ~5.5cm from the distal end and found kinked at ~1.0cm from the distal end. No damage was found with the distal tip or marker band. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ and ¿failure/incomplete to open_at middle section (hourglass shape¿ could not be confirmed as the braid was returned fully opened. However, the failure could not be ruled out. Possible causes of failure to open during the procedure include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. Customer reported vessel tortuosity as severe, pipeline not placed in a bend, less than 50% of pipeline was deployed when failed to open, pipeline was resheathed less than or equal to 2 times and devices were prepared per IFU. It is possible the reported severe tortuosity contributed towards the failure. The likely cause could not be determined. The braid was found damaged/frayed, potentially contributing towards the failure to open. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. The customer¿s report of ¿resistance/stuck during delivery¿ was confirmed as the damages found is consistent with resistance. Customer attributed the resistance due to the reported severe vessel tortuosity, which damaged the micro catheter and contributed towards further resistance. As the phenom-27 micro catheter used in the event was not returned for analysis, any contribution of the micro catheter to the failure could not be determined. An xt-27 micro catheter was also returned; however, it is not clear if this micro catheter was used to deliver the pipeline flex. The pipeline flex is compatible with both the phenom-27 and xt-27 micro catheters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was clarified that two relatively large stents were prepared for deployment in the middle cerebral artery. Upon visual inspection outside the patient¿s body, both stents displayed small ¿wings,¿ which were flipped out of concern that they might not open properly. Other than the failure of the stents to open, no obvious structural differences or damage were initially observed. Regarding the event details, the 5.0-20stent failed to open at the distal (tip) section within the vessel; after removal, damage at the tip was noted, with the braided wires tangled together. After pinching the tip twice, it was able to open. The 5.0-18 stent, on the other hand, failed to open in the middle section. Both stents encountered significant resistance and tension while passing through the marksman microcatheter, which was attributed to severe vascular tortuosity and sharp bends in the micro catheter, as well as the high pushing force required during delivery. This combination likely led to further damage of the microcatheter and created a cycle of increasing resistance. After stent displacement, a new stent was used to cover the aneurysm neck, providing a safe margin and making overlapping stents unnecessary. After replacing the phenom 27 microcatheter, support was improved and friction was significantly reduced during subsequent delivery. There was no jumping of the device or movement of the catheter tip during deployment.